Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) his bundle lead exhibited gradually rising thresholds which was compromising the battery of the implantable pulse generator (ipg). The rv his bundle lead was explanted and replaced. The ipg remains in use. No patient complications have been reported as a result of this event.